Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Customer reported that the unit will shut down randomly. He stated that the unit was at 94% and shut down both on battery and also while plugged in.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the unit will shut down randomly is confirmed. The sr8 was fully charged and ran on battery power for around ten minutes before shutting down with 96% battery life on the scanner. The sr8 did not shut down during the evaluation while the ac adapter was plugged in. The root cause is the internal battery failed. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Customer reported that the unit will shut down randomly. He stated that the unit was at 94% and shut down both on battery and also while plugged in.

Event description:
Customer reported that the unit will shut down randomly. He stated that the unit was at 94% and shut down both on battery and also while plugged in.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the unit will shut down randomly is confirmed. The sr8 was fully charged and ran on battery power for around ten minutes before shutting down with 96% battery life on the scanner. The sr8 did not shut down during the evaluation while the ac adapter was plugged in. The root cause is the internal battery failed. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4)showed no other similar product complaint(s) from this serial number.